Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the cysto-nephro videoscope, the rubber from the seal at the distal tip was found to be missing. No patient involvement was reported.